Event description:
Healthcare professional called to report left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as fold flaw opening. As per the investigation procedures creases and non penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a. Clarification to d6a: this is a partial date.

Event description:
Healthcare professional called to report left side rupture. Device was explanted and replaced.

Event description:
Healthcare professional called to report left side rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional called to report, left side rupture. Device was explanted and replaced.